Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Not match. The inner diameter of pinnacle ceramic femoral head 36+5 was found not matched with the depth of the specimen during preparation in the operation, the device's actual dimension is smaller than the one claimed in the label. The surgeon has to change another one to complete. Enclosed please find the defect photos.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device(s) could not confirm the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.